Manufacturer narrative:
This product is not marketed in the us. Health effect impact code (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -11.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Significant reduction of irido-corneal angels and excessive vault were observed, the lens remains implanted. Cause of the event is reported as unknown. Reportedly, elevated iop (26mmhg). Cause of the event is reported as unknown. Per the reporter on(B)(6) 2021, "lens exchange is planned".